Manufacturer narrative:
Lot review: a two year review of the database shows no complaints from this facility. This is the first complaint.

Event description:
Complaint received reporting leakage issues with one (1) d1000 tego connector; lot# 3275468. The report states, tego cap for end of cvc lumen leaked blood onto patient during run. Blood appeared to come between yellow plastic inside and clear plastic coating on outside. There were no adverse patient consequences reported.